Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide, check the tubing connection between your cartridge tubing and infusion set tubing daily to ensure it is right and secure.

Event description:
It was reported that the cartridge luer lock connection became disconnected. There was no impact to the customer's blood glucose level. Reportedly, the customer reconnected the luer lock connection and resumed insulin delivery.